Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer metal thread of the device tore when doctor wanted to mount it on the retractor. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use without evidence of blood were observed. The device was observed to be broken in parts and pieces. The metallic thread appeared broken and cut from the swivel. The mount on its own appear intact. The malleable stabilizer foot was detached from its original position. The vacuum tubing was also intact and remained attached to the stabilizer foot. Based on the returned condition of the device, and the results of the evaluation, the reported failure mode "break" was confirmed. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. A lot history record review was completed for lots 25131987, 25130854, and 25130474 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer metal thread of the device tore when doctor wanted to mount it on the retractor. A replacement device was used to complete the procedure. The hospital did not report any patient effects.